Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that there was resistance to lock the blade. Patient was being treated for a sub trochanteric femur fracture, right leg and the surgeon felt that the blade inserter might not have been attached properly to the pfna, proximal femur nail antirotation, blade as it took more resistance then normal to lock the blade. The threads may have been compromised. The x-ray shows that the pfna blade is locked with no gap visible. This has been noted in patients journal, in case the implants need to be removed in the future. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)